Event description:
During dynaglide mode to remove the rotablator burr from pt, the guide wire tip spun and the tip fractured in the coronary artery. Tip of the wire was not retrievable. There were no acute adverse events or effects to the pt. Procedure was completed successfully using a different wire.